Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving lioresal 1000 for a total dose of 275.8 via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to cerebral palsy. It was reported that the patient was having an MRI of her cervical spine because the patient was having an increase in spasticity. The caller was questioning why the pump was not doing its job with helping with these symptoms. She wanted to check if anything was wrong with the pump. The patient was consistently doing dosage increases but was at a very low dose and was sensitive to the dose. It was noted that the patient needed to have spasticity in their legs to do transfers but since summer they noticed a decreased use of their hands and fingers, only 2 fingers were not impacted. A baclofen increase in (B)(6) had no benefit. Additional information received from a consumer via a manufacturer representative (rep) reported the patient and parents reported increased spasticity since (B)(6) even though increases have been made. The patient also reported pain at the pump site and that they can feel when the medication gets delivered because it hurts. There was no factors that may have caused or contributed to the issue. A dye study was attempted, but the procedure was aborted after dr. Elliott was unable to aspirate the catheter. Actions/interventions included consult with neurosurgery. Surgical intervention did not occur and it was unknown if it was planned. It was noted that the issue was note resolved at time of report. The patient's status at time of report was alive- no injury. The patient's weight was unknown and will not be made available. The patient's medical history was asked, but will not be made available. The event date was updated to (B)(6) 2019. No further complications were reported/anticipated.